Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The caregiver (cg) contacted baxter's technical service center to report that the patient had passed away. The technical service representative (tsr) asked the cg how the hp (home patient) passed away. The tsr asked the cg if the hp was connected to the hc when they passed away. The cg stated the hp was connected to the hc, but they were not sure what part of therapy the hp was in. The tsr asked the cg what the cause of death was. The cg stated they were told it was renal failure. No further information was available from the cg at this time. The following information was provided by global pharmacovigilance (gpv): on (B)(6) 2012, the patient's son contacted home care services to report that the patient had passed away on (B)(6) 2012. The son and the registered nurse (rn) at the clinic were not sure of the patient's cause of death at the time. They were also unsure if it was caused by baxter products/solutions. The son declined being contacted for more information regarding the event.

Manufacturer narrative:
(B)(4).the device was reviewed and evaluated. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. The device passed both the homechoice rite electrical test ((B)(4)) and the homechoice rite functional test ((B)(4) and was determined to meet performance specification requirements per rite testing. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The issue was not confirmed with regards to the device. The assignable cause was undetermined. A device history review revealed there were no nonconformities, failures, rework or deviations documented in the device history record that could be associated with the reported condition. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the patient passing away.